Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) diagnosed an issue where half height main drawer 3.1 was not detected on the bus. After removing the back panel and inspecting the drawer components, it was found that the retractor band was broken. The fse replaced the retractor band, confirmed there was no physical damage to other components, reassembled the device, and rebooted into the diagnostics application. Using diagnostics, the drawer was tested, and all functions returned to normal with no issues detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.